Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator was undersensing ventricular activity. Programming changes were discusses; no changes or interventions were performed. There were no patient consequences.